Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a loose drive support cap on the insulin pump. Customer's blood glucose was 179 mg/dl at the time of the incident. Customer reported that the drive support cap is flush. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
The customer called stating that she received the replacement insulin pump; she looked at the original insulin pump and the replacement and found the drive support cap was normal on her original insulin pump. Since there was nothing wrong with the original insulin pump the customer stated that she wants to keep it.